Manufacturer narrative:
Please note that the following sections are being updated on this follow-up # 01 MFR report: 3005168196-2020-02274. Evaluation of the returned pod8 revealed an undamaged device. During functional testing, resistance was encountered due to the dried blood within the introducer sheath while attempting to advance and retract the pod8 from its returned position. Therefore, the pod8 could not be functionally tested. The root cause of the reported complaint could not be determined. The dried blood inside the introducer sheath was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of pod coil advancement issue. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the first pod coil was approximately halfway through the microcatheter before it was unable to advance any further. The physician removed the pod coil and flushed the microcatheter before attempting to advance the pod coil again. When the pod coil was re-advanced, it continued to get stuck in the same location; therefore, the pod coil was no longer used in the procedure. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.